Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after placing the 26mm sapien 3 valve by tf approach in the native annulus and deployed, the balloon only inflated about 50%. It was noticed that the inflation liquid leaked out from under the strain relief at the y-connector. A 60ml syringe was quickly refilled for further deployment. The valve was deployed only about a further 2/3. Rapid pacing was still on. Then a 25mm bav balloon was used for a further re-dilation. At the end of the procedure the sapien 3 valve ended up in the correct position with no ai, however, the rapid pacing was on for approx. 3 minutes. Approximately 4 hours later when the patient was waking up, the physicians realized, that the patient has a speech disorder. The patient is being watched closely to see if she will resolve or develop more neurological symptoms. There was severe annulus calcification. Bav was done successfully.

Manufacturer narrative:
Imagery from the case was reviewed, but did not reveal any additional relevant information to the present engineering evaluation. The delivery system was returned to edwards lifesciences for evaluation. The returned delivery system was visually inspected for any abnormalities. A leak was confirmed under balloon shaft strain relief at the y-connector, which resulted from a break on the balloon shaft distal to the y-connector. No other abnormalities observed. The balloon shaft outer diameter (od) distal to the y-connector bond met specification. No manufacturing non-conformances were found which could have contributed to the reported complaint event. No IFU/training deficiencies were identified. A review of complaint history from may 2015 to april 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of the complaint history revealed that the occurrence rates for the commander delivery system do not exceed the april 2016 control limits for the trend category, leakage. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action.

Event description:
As reported by our affiliates in (B)(6), after placing the 26mm sapien 3 valve by tf approach in the native annulus and deployed, the balloon only inflated about 50%. It was noticed that the inflation liquid leaked out from under the strain relief at the y-connector. A 60ml syringe was quickly refilled for further deployment. The valve was deployed only about a further 2/3. Rapid pacing was still on. Then a 25mm bav balloon was used for a further re-dilation. At the end of the procedure the sapien 3 valve landed in the correct position with no ai, however, the rapid pacing was used for approx. 3 minutes. There was severe annulus calcification. Bav was done successfully.